Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual and tactile examination of the balloon identified blood within the balloon material and no issues or damaged were identified on the hypotube shaft. Also, there were no issues or damages were identified at the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a severe tear in the mid-section of the balloon. No issues were with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was inflated. A leak was identified in the mid-section of the balloon where a severe tear was located. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.